Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously elevated carbon dioxide, concentrated (co2_c) result obtained on a patient sample on an atellica ci 1900 analyzer. Siemens healthcare diagnostics headquarters support center (hsc) reviewed the information provided by the customer and the instrument data logs. Hsc concluded that this is an isolated event and the potential cause of the event was water droplets on the reagent probe transferred by the contact with the reagent probe drain when the sample was being processed. The customer is operational. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported to siemens that they obtained an erroneously elevated carbon dioxide, concentrated (co2_c) result on a patient sample on an atellica ci 1900 analyzer. The initial erroneous result was not reported to the physician(s). The same sample was reprocessed twice on the same atellica ci 1900 analyzer. The reprocessed results recovered lower than the erroneous result and one of the results was reported as the correct result to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated carbon dioxide, concentrated (co2_c) result.